Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The infusion set site and cartridge were changed. Blood glucose was approximately 300 mg/dl. As the pump supplies were changed, a cause of the occlusions could not be determined. Reportedly, the customer was using fiasp insulin in the cartridge. Tandem technical support informed the customer that the insulin was not labeled for use with the pump.